Event description:
It was reported that before clinical use, the cs300 intra-aortic balloon pump (iabp) unit screen is corrupted. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions), h10. A getinge field service engineer(fse) evaluated the unit, and replaced the interface coiled cable which resolved the issue of screen disruption. The unit passed all functional testing. The unit was cleared for continued clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit screen is corrupted.